Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that, "at the end of a long PICC attempt, the new temporary pack seems to have a permeable sheet wrapping them. When I finished the case there was blood stained water on the trolley under the sheet, which would suggest that bugs could soak back through also. During the next case I tried to keep all the fluids and wet items on the plastic tray to avoid it happening."